Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular oversensing episodes were noted. Technical support was contacted and suggested device reprogramming to resolve the issue. The reprogramming is anticipated at the patients next follow-up. The patient was in stable condition.